Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the air in the clip delivery system. It was reported that during insertion of the clip introducer into the hemostatic valve of the steerable guide catheter (sgc), the three-way stop-cock that was attached to the flush port of the clip introducer was inadvertently turned to open and air entered into the clip introducer. The air was aspirated out of the sgc through the flush port. No air entered the patient. During this, the clip was inadvertently pushed out of the clip introducer and while pulling it back into the clip introducer, the clip became caught in the clip introducer. When the clip was pulled back, it was noted that a piece of the blue clip introducer was in the grippers of the clip. The clip delivery system (cds) was removed and replaced with another cds. Using the same sgc, one clip was implanted reducing mitral regurgitation (mr) from 4 to trace. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use clip delivery system insertion, instructs the user to: confirm that the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired. The reported leak appears to be related to be a result of user error due to the user inadvertently opening the clip introducer (ci) which allowed air to enter the ci. The reported difficult ci insertion over clip resulting in torn ci was attributed to procedural conditions as the clip was inadvertently pushed out of the ci during aspiration and while pulling the clip back, the clip got caught on the ci which caused the tear. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.